Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). D2b: additional medical device type: gim. G5: additional PMA / 510(k)#: k230391. The manufacturing location for this product is rmr. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd minidraw¿ finger sleeve, extra-large, there is blood smearing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: describe event or problem: b.5 it was reported that when using bd minidraw¿ finger sleeve, extra-large, there is was blood pooling in 2 devices and blood leakage in 1 device. Additionally one device was reported to be difficult to connect a collection tube to the device connector. No adverse impact was reported regarding the patient or user. H.6 imdrf annex a grid: a1208 - fitting problem (2183).

Event description:
It was reported that when using bd minidraw¿ finger sleeve, extra-large, there is was blood pooling in 2 devices and blood leakage in 1 device. Additionally one device was reported to be difficult to connect a collection tube to the device connector. No adverse impact was reported regarding the patient or user.